Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia while using the ilet system after a site change, with a maximum blood glucose of 339 mg/dl and elevated values lasting from overnight into the afternoon; no alarms were reported and the user did not use backup therapy, nor seek medical care. Symptoms included hyperglycemia without acute complications. Outcomes included no functional limitations, no hospitalization, and no medical interventions. Investigation included troubleshooting and education provided to the user. Investigation of this case revealed a cause that remained unclear based on available information. It was concluded that the event was user-reported hyperglycemia with unclear cause and no device malfunction confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.